Manufacturer narrative:
(B)(4). D10: 141243, polished ibeam tib tray 71mm, lot 2008021149. 183104, vngd ps open intl fem rt 60, lot 353330. 3315040, cmt cmw t.1 avec antibiotique, lot 2482447. G2: event occurred in australia. The reported event was confirmed via provided photo. Visual examination of the provided picture identified an articular surface with a piece fractured off. The bearing shows signs of use such as blood on the surface of the implant. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided; however they were not sent to hcp review as the alleged issues were with the poly, which would be transparent on an x-ray; review of the x-ray would not benefit the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 17 years post implantation of a right primary total knee arthroplasty that the patient had complaints of a clicking sensation, with no other symptoms reported. Subsequently, the patient was revised, during which it was noted that the poly component post had fractured off. The implant was replaced, and a patella was also added. Attempts for additional information have been made and none is available.